Manufacturer narrative:
We received all of our information from mw5177140, and the reporter asked to remain confidential so there was no way to follow up about the part being returned, any pictures, or any other information that would be necessary to perform an investigation. The part number was not provided, but the lot number was and it indicated that the part was created in 1989. No investigation could be performed, and no root cause could be established. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "during abdominal surgery the kelly clamp broke off in the patient."